Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant (tsvt4b13) was received for investigation. A visual inspection of the as returned product identified little to no bone residue within the implant threads. The implant mount was functionally tested and was found to assemble and disassemble with the implant without issue. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d3: manufacturer. D4: device expiration. D4: (B)(4). D10: device availability. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the coping would not detach from the implant (B)(4). Another implant was placed.